Manufacturer narrative:
The surgeon reported the corpectomy was completed with the surgeon's/hospital's own chisel. The implant was not returned for evaluation. No further investigation can be completed at this time. Root cause has not been determined, no conclusion can be drawn. Review of labeling notes: warnings, cautions and precautions: "potential risk identified with the use of this device system, which may require additional surgery include: device component fracture, loss of fixation, non-union, fracture of the vertebra, spinal cord or nerve root injury, nerve damage due to surgical trauma, paralysis, neurological injury and vascular or visceral injury".

Event description:
On (B)(6) 2015 a female patient under went an xlif procedure for corpectomy at l1. After placing the xcore ii the surgeon was removing the posterior vertebral wall when the chisel accidently entered the spinal canal and spinal fluid leaked. Mep amplitude decreased but waveform was displayed until closure of the incisions. Following corpectomy, posterior decompression and spinal cord repair was performed. During follow-up the patient reportedly developed paralysis of the lower extremities.